Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2826 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported PICC clinic performed 7655405 catheter placement in patient in the morning of (B)(6) 2020. After the catheter was placed in the body of the patient and extension tube supplied in the products' package were connected, a post-attachment check was then conducted and the extension tube was completely separated from the catheter just with a gentle pull. An inspection showed no damage with the catheter and all accessories for the extension tubes were present. After the patient did not feel discomfort any longer, the patient switched to a spare extension tube which detached again. It was removed and therefore used a third one to complete the procedure. This report addresses the first device.